Event description:
It was reported a spectrum pump had system error 105. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 105 was unable to be reproduced, but was confirmed through review of the event history log. Physical inspection of the device found severed motor mount screws as well as impact damage, which are known contributors to system error 105. The motor assembly was replaced.